Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A materials manager reported that a knife was noted to be dull during surgery. An alternate knife was obtained in order to perform the procedure. There was no impact to the patient. Additional information is not available for this report.

Manufacturer narrative:
Additional information is provided. One opened knife sample was received with foam tip protector in a blister for the report of being dull. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for penetration and was also found to be conforming. The returned sample was found to be visually and functionally conforming therefore, a dull knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knife was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).